Manufacturer narrative:
No sample is available for eval. Investigation is incomplete at time of this report. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleged: the applier was not locking correctly. No reported pt injury.